Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. Customer's blood glucose level at time of incident is unknown. Customer stated that the open book image was occurred on the screen. Customer stated about the insulin pump was removed it and it turned off and tuned it back on and then got the red x with an open book image. Customer states that she dropped her pump. Customer was advised to discontinue use of pump and revert to her back up plan from health care professional. Customer was given replacement for her insulin pump. Insulin pump was returned for further analysis.